Event description:
The customer reported that the ventilator went vent inop and alarmed. The ventilator was not in use on a pt therefore, there was no pt involvement or harm. Review of the ventilator diagnostic log noted a vent inop occurrence due to a data acquisition pcba adc reference failure. The MFR's service tech replaced the data acquisition to motor controller pcb cable to address the finding. Applicable final testing was completed and tests passed to operating specs. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.